Event description:
The customer obtained a reproducible, falsely elevated vitros tsh result on a single patient processed on a vitros eci system. The vitros tsh results did not match results obtained for the same sample on a competitive system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros eci or vitros tsh reagent lot 2570 did not operate as intended. Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the patient sample. The vitros tsh instructions for use lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated vitros tsh results is the presence of heterophilic antibodies in the patient sample.